Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.